Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was inaccurate after filling the cartridge with 420 units of insulin. There was no impact to the customer's blood glucose level. The customer reloaded the cartridge; however, the issue persisted. The customer then loaded a new cartridge onto the pump and received an accurate estimate.